Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed with multiple read, write or invalid cubie memory errors, unable to recover and the device was not detected on bus. The technical support specialist had remoted onto the station and confirmed with the customer that the failure was already been recovered. A field service engineer (fse) had also checked the station remotely, confirmed that there was no drawer failure message on the device's screen, and no further investigation was required. The system functioned as intended after the technical support specialist and field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had storage space failures, with multiple read/write or invalid cubie memory errors and the device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.